Event description:
It was reported that the patient received multiple shocks due to oversensing, and the lead was possibly fractured. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing, 9 - ventricular nonsustained tachycardia (nst) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 in the timeframe between 12:11:26 and 12:28:12. (B)(4) ventricular fibrillation (vf) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 in the timeframe between 10:06:06 and 12:31:32. Interference/noise also occurred. Ventricular short interval count (v-sic) of 1998 counts, in 0.35 day, occurred on (B)(6) 2011 in the timeframe between 04:44:56 and 13:03:09.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks due to oversensing, and the lead was possibly fractured. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing, 9 - ventricular nonsustained tachycardia (nst) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 in the timeframe between 12:11:26 and 12:28:12. 11 - ventricular fibrillation (vf) episodes of less than 210 ms average ventricular cycle occurred on (B)(6) 2011 in the timeframe between 10:06:06 and 12:31:32. Interference/noise also occurred. Ventricular short interval count (v-sic) of 1998 counts, in 0.35 day, occurred on (B)(6) 2011 in the timeframe between 04:44:56 and 13:03:09.